Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. A follow-up attempt was made by tandem technical support; however, the customer did not respond. No additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.